Event description:
At 07:14, the pump would not associate the correct drip rate. At 18:25, "error 322 link switch error" appeared on the screen. IV was infusing protonix to the patient. The pump turned itself off, showing the error message.